Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there is a foreign object in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause was not able to be established and the nature of the foreign material known. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, there was no delay in the start of pre-cleaning, the nozzle was flushed with water and air, there were no abnormalities reported in the accessories used for reprocessing the device, and the customer wiped/brushed the air/water nozzle with lint free cloths, brushes, or sponges. The customer also flushed the air/water nozzle with detergent solution. There was one concern with the process: the customer was using kaigen's kd-1, but it is different. During the process, immerse and transfer the liquid using the injection tube. The event can be detected and prevented by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. No other issues were found at evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had there was a defective air and water supply. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there is a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.